Event description:
Patient implanted in 1998 in upper and lower vermilion borders. Onset of infection, implant extrusion and shortening and traumatic injury 04/1998 in perioral. Patient revised and treated with amoxicillin 04/14/1998, treated with erythromycin 05/26/1998. The implant was explanted in 1998.